Event description:
It was reported that the patient experienced a shocking or jolting sensation, at the neurostimulator pocket up to the spine, when the device was on. All the impedance measurements were normal. Impedances for 0-3 lead combos were 862 ohms, which were tested at 3.5 v and 450 mm/sec. The patient was at the clinic in good condition. Further information is being requested from the hcp. See manufacturer # 3004209178200901335.